Event description:
It was reported that pump malfunction occurred, displaying malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus, and did not require assistance from a third-party. Technical support assisted with pump reset instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction code recurred, and no additional assistance from third parties was required.